Event description:
The accuracy of this product has been called into question. I have had several bad batches of strips that could not be controlled within the control range. The meter itself tests consistently low, this was verified by a lab a1c test and then compared to the 90 day average from the meter. I test 15 times a day, no hidden blood glucose spikes, I am very well controlled. However, I went to the lab expecting an a1c value of 4.7, based on my finger stick history but I came out with a 5.2. This is a big deal and inaccuracy is not acceptable. If I had accurate results I could have made adjustments and the meter average would have matched the lab a1c.